Event description:
It was reported that the patient with this right ventricular (rv) lead had an occluded left subclavian vein, and the rv lead was exhibiting a gradually increasing threshold. The physician surgically abandoned the system and elected to place a single-chamber pacemaker on the right side. A new rv lead with the same model was placed. No additional adverse patient effects were reported.